Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis. Failure analysis found the primary failure of loose grip cable proximal end to be related to the customer reported complaint. A visual inspection found the vse instrument had a grip cable loose from its original position at the proximal end. As a result of the loose grip cable, the instrument failed initialization test and jaws not to open and close properly. The instrument was placed on an in-house system and passed engagement but failed initialization test on 3 out of 3 attempts. Review of the logs verified one homing failures with error code "22026" and description "vessel sealer extended failed during homing of the universal surgical manipulator (usm)" and two blades jammed with error code "22025" and description "vessel sealer extended blade jammed on usm". The loose grip cable at the proximal likely caused the grips to not close, leading to the instrument failing self-test/homing (initialization) and an exposed blade in most cases.the probable root cause is attributed to component susceptibility to damage through external collisions or during use. A loose grip cable can prevent the grips from fully closing, leading to the instrument failing self-test/homing (initialization) or causing low torque errors.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was noted that while the surgeon¿s head was in the 3d viewer the surgeon could not move the vessel sealer extend (vse) instrument wrists properly. The movements of the wrist were not available ¿ the surgeon was not able to open the wrist. There were no delays/lag during movements. No frictions or any collisions during the procedure or before. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the reporter confirmed that they referred to the jaw movement and not to wrist movement. The movements were not available on jaws. The movements were not greater than intended. The movements were not diminished. The movement of the jaws was static, not moving at all. The jaws were not stuck closed on tissue. The instrument stuck during the advancing in the patient. No patient harm was done since it was not used on tissue.